Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional information: a1 (patient identifier), a3( sex). H11 corrected information: e1 (initial reporter name and address). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: part # 338.31, synthes lot # 6369359, supplier lot # na, release to warehouse date: 05 may 2010, manufactured by synthes (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The dhs®/dcs® coupling screw (p/n 338.31 lot 6369359) was received at customer quality, and it was observed that the distal end of the device was broken off. The broken part was not returned. The complaint is confirmed. Device failure/ defect identified? Yes, the device is broken at the distal end. Dimensional inspection: the shaft ø 4.8 +0 /- 0.15mm of the screw got measured. Diameter: ø 4.8 +0 /- 0.15mm, caliper: ca 215p, measured drill bit diameter = ø 4.77 mm. Conclusion: the measuring result does show conformity. The distal shaft ø 4 +0.05 /- 0.03mm of the screw got measured. Distal diameter: ø 4 +0.05 /- 0.03mm, caliper: ca 215p, measured drill bit diameter = ø 4.00 mm. Conclusion: the measuring result does show conformity. Document/ specification review: respective drawings were reviewed. No product design issues or discrepancies were observed during this investigation. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformance's were identified. Complaint confirmed? Yes, investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery for a femoral fracture on (B)(6) 2019, the distal threads of a dynamic hip and condylar screw system (dhs/dcs) coupling screw broke off. The scrub tech was connecting the lag screw to the coupling screw and upon turning the coupling screw, the distal threads broke off. The surgeon relied on the hex fit of the lag screw and coupling screw to implant the lag screw and plate. There was no reported surgical delay. The procedure was completed with no adverse consequence to the patient. Concomitant devices reported: unknown dhs/dcs lag screw (part# unknown, lot# unknown, quantity# 1), unknown dhs/dcs plate (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for one (1) dhs®/dcs® coupling screw. This is report is 1 of 1 for (B)(4).